Event description:
Pt underwent a cystoscopy. Approximately 30 minutes after procedure ended pt went into anaphylactic shock! Subsequent f/u with allergist determined use of cidex opa was the cause. Dose or amount: unk; route: transurethral. Dates of use: (B)(6) 2010. Diagnosis or reason for use: disinfected cystoscope.